Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. Concomitant med products: enterprise2 4 mm x 23 mm stent. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization of a right paraclinoid internal carotid artery (ica) aneurysm that is 6 mm x 10 mm with the neck size of 5.24 mm, the prowler select plus 150/5cm (606s255x / 17286187) was advanced into the middle cerebral artery and the enterprise1 4 mm x 23 mm stent was inserted into the microcatheter where it became stuck at about 15 cm from the proximal portion of the microcatheter. The prowler select plus and the enterprise2 stent were removed and replaced. The procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The prowler select plus microcatheter is not available to be returned for analysis. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (17286187) presented no issues during the manufacturing or inspection processes related to the reported complaint. Since the product was not returned, no product failure analysis can be conducted and no determination of causes and possible contributing factors could be made. As such the investigation will be closed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint and the associated manufacturer report numbers are 1226348-2018-00612, and 3008264254-2018-00527. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization of a right paraclinoid internal carotid artery (ica) aneurysm that is 6 mm x 10 mm with the neck size of 5.24 mm, the prowler select plus 150/5cm (606s255x / 17286187) was advanced into the middle cerebral artery and the enterprise1 4 mm x 23 mm stent was inserted into the microcatheter where it became stuck at about 15 cm from the proximal portion of the microcatheter. The prowler select plus and the enterprise2 stent were removed and replaced. The procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The prowler select plus microcatheter is not available to be returned for analysis.